Manufacturer narrative:
The customer could not locate the unit for repairs.

Event description:
It was reported that the scale was inaccurate due to a damaged load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.